Manufacturer narrative:
Insulin pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had damaged. The customer's blood glucose level was unknown at the time of incident. The customer also stated that the reservoir compartment and battery compartment was cracked. The device will be returned for analysis.